Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0205856278, product type: lead. Product ID: 3095-10, implanted: (B)(6) 2012, product type: extension.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient underwent a surgery to implant temporary pacing wires for a heart condition. During the pacing, some interference was detected and it was surmised that the source of this may have been the implantable neurostimulator (ins). The ins was subsequently turned off and the interference disappeared. It was noted there were no other external issues, besides the temporary pacing wires that may have led or contributed to the issue. The ins was to remain off while the patient was being temporarily paced. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.